Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, discontinue order was not shown in emergency room. Customer mentioned they discontinue order to medical record, message send to pyxis were shown discontinue in emergency room and not showing in pyxis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, a technical support specialist (tss) received a call from customer reporting that a single order was not crossing. The customer contacted the emr team to check if the issue was related to the interface. After attempting follow up with the customer and receiving no response, the case was closed. No additional information was available and tss proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ es server, discontinue order was not shown in emergency room. Customer mentioned they discontinue order to medical record, message send to pyxis were shown discontinue in emergency room and not showing in pyxis.there were no adverse events or injuries reported based on this event.